Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Boston scientific¿s post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Event description:
Additional information was provided that the device was later explanted and was returned for analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent radiation therapy. The device was subsequently found to be in fallback mode with therapy available. Technical services (ts) discussed that the recommendation is to replace the device. No adverse patient effects were reported.